Event description:
Voluntary medwatch received states that the right ventricular lead appears to be over-sensing causing device classified false detection or episodes and inhibition of ventricular pacing. No patient symptom or interventions were reported.